Event description:
Patient underwent an apogee-perogee procedure and sparc pubovaginal sling -all ams products- for treatment of pelvic organ prolase. Subsequently, she has experienced chronic pelvic and buttock pain and difficulty urinating. She underwent a partial mesh release 2008, with a substantial improvement in symptoms. She is scheduled to undergo a second procedure to release the pubovaginal sling to improve voiding, and further division of the mesh to relieve pain. Dates of use: 2006- 2008. Diagnosis or reason for use: pelvic organ prolapse.